Event description:
It was reported that pump "charger needed to be wiggled to begin charging". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.